Event description:
"Leakage of the lines at the same level: blue pvc connector under the cassette. Pca mode product: chemotherapy, 250 ml, 1h or 2h. The leaks occurred during the 10 minutes after the start of the infusion. It was the pt who detected the issue and advised the nurses. No impact to the pt and the nurse."

Manufacturer narrative:
(B)(4). Q core medical (manufacturer) is following after other leakage events of the model set ap424 and batch lot 0167.0019.14, to determine whether there is a negative trend. (B)(4).